Manufacturer narrative:
Integra has completed their internal investigation on 07/25/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: during inspection, the unit¿s index knob was able to release completely in the unlocked position. The swivel/rocker interface would produce a ¿washboard¿ sound when spun due to teeth contact between the small lock ratchet (454a1024) and disk ratchet (454a1014). Device history record reviewed for this product ID lot code/work order: (B)(4) manufactured on 03/12/15 show no abnormalities related to the reported failure. A total of (B)(4) devices were manufactured and all passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year lookback in the complaint system for this reported failure and or related to "lock isn't releasing completely " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. In summary: engineering was able to verify the customer complaint. The root cause can be attributed to the ss disk ratchet¿s migrating over the swivel, 454a1013. There is no certainty as to what stage of the unit¿s manufacturing process this flaw may have occurred. This unit gets inspected 100% functionally and visually before it is sold. This issue will be monitored for trending.

Event description:
While inspecting the unit in the sterile processing department (spd), the sales representative found the lock on the skull clamp not releasing completely. It was also making noise while in the unlocked position. The unit did not touch a patient and no one at the hospital was even aware.